Event description:
As reported by the user facility: event 5: the product has seen an increase with leaking or causing air into our blood draws. We have used this product for years without issue but recent batch seems to be hit or miss and causing problems. We end up opening a new package and trying again. We have seen this minimum of 10 times with this lot number. We saw it with others as well but were not keeping track at that time so unsure if it was the same lot number. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight samples were provided for evaluation. Upon visual inspection of the returned samples, it was observed that the luer nut exhibited damage. A luer taper test was conducted on these samples, revealing that all eight failed. A leakage test was performed with failing results. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. An approved project is in place to further address issues with leakage on the ultrasite valve due to damage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.